Event description:
Investigation completed on a smith medical ambulatory infusion pumps/cadd solis hpca pumps - 2110 .

Event description:
Information was received indicating that a smiths medical pump failed volumetric accuracy testing. There was no reported adverse events.